Event description:
It was reported that this right ventricular (rv) lead was tried to remove, and the helix is not retracting. Boston scientific technical services (ts) asked if the locking tool was removed and discussed about trying to remove lead or helix using lead body rotations and applying traction along lead body. There is no further information available. No additional adverse patient effects were reported.